Event description:
Zoll customer support contacted a (B)(6) male pt per the request of a zoll territory manager. The pt's son reported that the pt was receiving check belt messages and that neither of their batteries were powering up the monitor. The pt was issued a replacement electrode belt and a replacement battery.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon eval, the trunk cable connector was broken. The root cause of the broken connector could not be positively identified, but was likely excessive force. No adverse event resulted from the defective cable connector. The pt received a replacement electrode belt. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. The cause of the battery faults was a faulty benchmarq (B)(4) gas gauge chip 03. The root cause of the faulty chip appears to be random component failure. Battery was unable to power up a monitor. No adverse event resulted from the faulty chip. The pt received a replacement battery pack. Device manufacture date: electrode belt (B)(4) - 06/2011; battery (B)(4)- 04/2010.